Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 35 due to download difficulties. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a broken force sensor was detected during seating or regular delivery error alarm as well as critical pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.